Event description:
It was reported that a call was received a customer stating that the trach's balloon would not blow up in the throat. It kept getting "stuck". There was patient involvement with unknown patient harm/adverse event reported. The customer would put water in it, it was detaching. Additional information was requested; however, no further specific details on this incident were received.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1. Initial reporter phone extension: ext: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. D9 - device not returned.